Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump failed accuracy by a value of -8.00%. No patient injury or complications were reported in relation to this event. .

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in excellent condition. Device then underwent functional testing; unable to confirm the reported customer complaint. Delivery accuracy tests found the pump to be delivering within specification.

Manufacturer narrative:
Other, other text: corrected data: information was on the original RMA form indicating that there was no patient present at the time of the event and the issue occurred during testing.